Event description:
It was reported to philips that the system was unable to produce x-rays. The patient was moved to another system. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed after moving patient to another room. The philips remote service engineer (rse) connected remotely and confirmed that the system was unable to produce x-rays. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found a warning: no x-ray, with low load fluoro selected. The rse checked the tube cooling units, powered on, checked the fluid level, and found the frontal cooling unit was very low on fluid. To resolve the issue, the service engineer filled it up and added some to the lateral cooling unit as well and tested the system and was able to use fluoro and cine again. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code was corrected.